Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was reported that, "(B) (6) was final tightening with a custom stryker broke away, final tightening the handle never clicked and the screw may have over tightened. The screw head looked wobbly, and he used a coker to just pull the head off the screw. We removed the screw and replaced it with another same size."